Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that they experienced high blood glucose level. Blood glucose reading was 421 mg/dl. It was stated that the auto mode was inactive on the insulin pump during the reported hyperglycemia event. The insulin pump will not be returned for analysis.